Manufacturer narrative:
The commander delivery system and esheath were returned to edwards lifesciences for evaluation. The returned delivery system and sheath were visually inspected. The following was observed: tear on inflation balloon of delivery system. Engineering is unable to determine if the balloon tore longitudinally or radially due to the condition of the returned balloon. A portion of the balloon appears to be missing. Flex tip appeared to be cut from the flex catheter. Dimensional inspection: a dimensional analysis was performed on the balloon wall thickness of the delivery system. Measurements could only be taken on the single wall dimensions due to the condition in which the balloon was returned. The single wall thickness was measured on the left and right side of the tear to obtain measurements of the middle section of the balloon. These measurements were added to calculate the double wall thickness and compare to specification; specification requirement was met. It was not possible to perform any functional testing due to the condition of the returned devices (balloon burst). As part of the manufacturing process the commander delivery system underwent the following inspections: 100% visual balloon inspection for visual defects such as mechanical damage, kinks, cuts, folds and balloon scratches. All manufacturing lots undergo product verification testing on a sampling plan which verifies balloon burst pressure. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that the manufacturing non-conformance contributed to the reported complaint. Balloon burst: the complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A portion of the balloon appears to be missing from the returned device. Additional follow-up with the complaint site revealed no information on the location of the missing balloon piece. There was no mention of the balloon material being in the patient; per follow-up information, it is believed that the balloon piece may have come off when ¿the physicians manipulated the device after it was removed.¿ a detailed root cause analysis for returned balloon bursts complaints have been summarized in edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. The cer description supports this root cause determination in that it describes moderate calcification in the patient¿s annulus. In addition, the perceived root cause from the complaint site states that the balloon may have ruptured due to the physician inflating the balloon ¿very fast.¿ based on previous complaints and technical summary, it is likely that the balloon initially burst axially, but the tear propagated radially. Withdrawal difficulty through sheath: the complaint for withdrawal difficulty through the sheath was confirmed, as visual inspection revealed a separated balloon shaft and guidewire lumen. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. Due to the returned condition of the device, functional testing was unable to be performed. Available information supports that the condition of the burst balloon likely caused the difficulties withdrawing the delivery system balloon into the sheath. This situation can cause the balloon component to drag or catch onto to the sheath distal tip during retrieval. Visual inspection of the sheath revealed an inward compression of the liner, which is further evidence of the delivery system catching onto the sheath. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. This is one of two reports being submitted for this case. Please reference related manufacturer report number 2015691-2015-03004.

Manufacturer narrative:
The delivery system is being returned for evaluation. Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure the delivery system balloon ruptured during valve deployment and there was difficulty withdrawing the delivery system through the esheath and out of the patient. The valve was fully deployed when the balloon ruptured. An attempt was made to remove the delivery system out of the body but were unable to re-sheath the catheter. The sheath looked as if it was bunching up, so we then attempted to remove the catheter and sheath together. As the devices were exiting the iliac the patient's pressure decreased. A coda balloon was quickly inserted on the other side to stop the bleeding. At this point, the devices were still inside the body and unable to remove. The surgeon opened the patient to remove the catheter, after a lot of struggling the devices were finally removed. Cover stents were used to repair the vessel. The team speculated the initial balloon ruptured occurred because the physician went up very fast. This is one of two reports being submitted for this event. This is one of two reports being submitted for this event. The devices seemed to be getting stuck at the distal tip. There were no issues with the coaxial alignment of the delivery system and the esheath. There was no crossing difficulty or retained volume in the balloon. This is one of two reports being submitted for this case.